Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped and is cracked around the battery compartment. The customer's blood glucose reading was 115 mg/dl at the time of incident. Troubleshooting found that the pump does not respond to keypad presses. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with pump error 35 noted in the long trace and critical pump error due moisture damage on the force sensor also, moisture damage was found on the electronic assembly. No moisture damage on the motor, battery tube, vibrator and keypad assembly noted. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, cracked battery tube threads and minor scratched lcd window.